Manufacturer narrative:
(B)(4). At the time of the report, automated peritoneal dialysis (apd) therapy with the homechoice (hc) device was ongoing. The device was manufactured on an unspecified date in 2001. A review of the device history record revealed no issues that were related to the reported event. A review of the service history revealed no failures or problems that could be related to the reported event of patient experienced a hernia. As a result the cause could not determined. Should additional relevant information become available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). The device was not available for evaluation. Should additional relevant information become available, a follow up medwatch will be submitted.

Event description:
It was reported that a patient experienced a hernia coincident with peritoneal dialysis (pd) therapy. The hernia was further described as being on the left side and not an inguinal hernia. The exact location of the hernia was not specified. The patient was hospitalized for the hernia. On an unreported date six months later, the hernia worsened and the patient experienced an exacerbation of the left side hernia. On an unreported date, the patient was hospitalized for exacerbation of the hernia. The outcome of the hernia was not reported. No additional information is available.